Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the biomedical engineer (be) received an external pulse generator (epg) with a self-test error. Technical services (ts) provided assistance in resolving the issue by explaining the reason for the error message. The error was cleared by removing the battery and reinserting it. The be forced the error again and the error message was subsequently cleared by removing and reinserting the battery. The epg remains in service. No patient complications were reported as a result of this event.